Event description:
The event is reported as: "complaint alleges that the stopper on the stylette gets stuck and is very hard to maneuver." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.